Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is covered under CAPA 1405844. The device was evaluated. It was found that the ac cca card and power module have degraded due to electrical overstress. Replaced power inlet module and cca ca card, with new power inlet module and cca ca card. The device passed all applicable testing and is ready for use. The overheating of the wires was assessed by the investigation tasks and used to complete the root cause evaluation using the fishbone methodology (refer to ac cca power inlet module powerpoint for fishbone diagram). It was concluded that the following was the root cause: supplier ¿ (B)(4) o inadequate verification and validation activities of the crimping process o single pull test did not provide stability of process o evidence was not provided when requested for maintenance of records or crimp tools o no crimp cross-sections provided the DHR review record is not required and the labeling review is not required because labeling could not have prevented this issue. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. Correction: d. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was beeping and not powering, communication card was not seated properly, and the device filled normally. Device would be sent to the depot for 2000-hour service. Per sample evaluation results on 18oct2023, it was reported that performed visual and inspection and determined that the ac cca card and power module have degraded due to electrical overstress. The l shape formed was expanded. Performed 2000 preventive maintenance service on the unit.

Manufacturer narrative:
The reported issue was confirmed. The device was evaluated. It was found that the ac cca card and power module have degraded due to electrical overstress. Replaced power inlet module and cca ca card, with new power inlet module and cca ca card. The device passed all applicable testing and is ready for use. The overheating of the wires was assessed by the investigation tasks and used to complete the root cause evaluation using the fishbone methodology (refer to ac cca power inlet module powerpoint for fishbone diagram). It was concluded that the following was the root cause: supplier ¿ root cause: inadequate verification and validation activities of the crimping process; single pull test did not provide stability of process; evidence was not provided when requested for maintenance of records or crimp tools; no crimp cross-sections provided. The DHR review record is not required and the labeling review is not required because labeling could not have prevented this issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device was beeping and not powering, communication card was not seated properly, and the device filled normally. Device would be sent to the depot for 2000-hour service. Per sample evaluation results on 18oct2023, it was reported that performed visual and inspection and determined that the ac cca card and power module have degraded due to electrical overstress. The l shape formed was expanded. Performed 2000 preventive maintenance service on the unit.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was beeping and not powering, communication card was not seated properly, and the device filled normally. Device would be sent to the depot for 2000-hour service. Per sample evaluation results on 18oct2023, it was reported that performed visual and inspection and determined that the ac cca card and power module have degraded due to electrical overstress. The l shape formed was expanded. Performed 2000 preventive maintenance service on the unit.